Manufacturer narrative:
A full analysis of the data logs has been performed. The conclusion of the analysis for the first issue is that the robot failed to connect and triggered an error at the start of the registration process due to an incorrect initialization of the connection with mario win. It is a normal behavior of the device to shut down when the connection with mario win is impossible. The company representative solved the issue by shutting down and unplugging the device which allowed to initialize the connection with mario win correctly at the restart. For the second issue concerning the lag and the black screen, the analysis concluded that the main hypothesis regarding the root cause is that the system experienced a virtual memory mismanagement. However, this hypothesis could not be confirmed by the windows logs provided. Unique identifier (UDI) #: (B)(4).

Event description:
The company representative (cr) was present for a seeg case. At 2:24 pm, when the cr went to begin marker registration, the robot did not connect and gave the following error, 'error detected. Attempt to restart the application first, in case of failure, shutdown the system.' Cr shutdown the system and unplugged it. The robot connected upon restart. The delay was ~5 minutes. At 5:10 pm, the screen on the robot was lagging, and then the screen went black (assuming this is the known virtual memory issue). Cr did a hard shut down from the switch on the robot. Before guidance, cr had renamed all 31 electrodes to anatomical names with trajectory number, and also made an accuracy check bone fiducial on the plan, but those changes were deleted (the rest of the plan/registration/trajectories remained intact). The delay was about 5-10 minutes.